Event description:
The patient reported the system was removed due to allergic reaction to the pump or medicine, crystalilzation and cyst formation where the catheter was. The patient also reports inability to move legs, memory loss, nerve damage affecting ambulation and a fall with head injury. Hcp reports patient was experiencing progressive weakness, urinary retention and confirmed the reported fall. Morphine was removed from pump and it was filled with saline. The pump was subsequently removed. Hcp reported the patient recovered without sequela and was making good progress on ambulation. Hcp also reported patient's mental status improved.